Event description:
It was reported the patient was having problems with the pump. The pump was going to be replaced (B)(6) 2015 because "the battery keeps going out". The medications were also going to be replaced. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).